Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right-side "exchange with no complaint against device". Healthcare professional later reported right side "rupture". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional later confirmed "implant was intact" and "no rupture right breast.